Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).

Event description:
The customer reported failed troponin I (accutni ) quality control (qc) and calibration curve results, involving access 2 immunoassay system. The customer stated system check test successfully passed. Upon troubleshooting with beckman coulter customer technical service (cts), it was confirmed the technician had shared the reagent pack between units. The customer removed and properly discarded the reagent pack and resolved the issue. The customer stated no patient results were impacted. The customer educated the laboratory technician on the consequences of reagent pack sharing.